Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the next day after implant, it was discovered that there was a significant drop in measured r-wave size on the right ventricular (rv) lead. The physician elected to bring the patient back to the ep (electrophysiology) lab for a repositioning procedure. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.